Manufacturer narrative:
Corrected information provided in b5. The incident involved one patient not two as previously reported. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and retained product analysis. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the complaint lot. A retained reagent kit of the complaint lot was tested in a specificity setup. All specifications were met and no false reactive results were obtained, indicating the specificity performance is not impacted. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect cmv igg reagent lot number 58634fn00 was identified.

Event description:
The customer observed false reactive architect cmv igg results on multiple patients. The results provided were: patient 1: initial=12.6 au/ml (>or=6.0 au/ml=reactive)/previous history in (B)(6) 2023=negative (no actual results provided); cmv igm=negative. Patient 2: initial=11.5 au/ml /previous history in (B)(6) 2023=negative (no actual results provided); cmv igm=negative there was no reported impact to patient management. Update: upon further review, the incident only involved one patient for false reactive architect cmv igg results: initial=11.5 au/ml /previous history in (B)(6) 2023=negative (no actual results provided); cmv igm=negative. Patient 1 information was inadvertently provided by the customer. It was confirmed with the customer the information is not applicable and added in error.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect cmv igg results on multiple patients. The results provided were: patient 1: initial=(B)(6) au/ml (>or=6.0 au/ml=reactive)/previous history in (B)(6) 2023=negative (no actual results provided); cmv igm=negative patient 2: initial=(B)(6) au/ml /previous history in (B)(6) 2023=negative (no actual results provided); cmv igm=negative there was no reported impact to patient management.